Manufacturer narrative:
This event was previously submitted on asr for q2 (apr-jun) 2014, exemption number e2006011. This report is created to document the corrected device information and the evaluation of the returned device. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the pump body near the spring of the inlet tube. Testing revealed this to be a site of leakage. Microscopic examination of the separation revealed it to have a central groove, indicating contact with sharp instrumentation. No functional abnormalities were noted with either cylinder. Attempts to obtain further information on the reported complaint were unsuccessful. The limited information did not indicate an implant date or what factors may have contributed to the reported malfunction. Review of the manufacturing records indicated this device was manufactured in approximately 2002. Because no functional abnormalities were noted other than instrument damage, and the device was not revised until (B)(6) 2014, quality assumes the device was functional for a length of time while in-vivo. Based on this, quality cannot confirm the cause of this reported event. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the pump body occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
This event was previously submitted on asr for q2 (apr-jun) 2014, exemption number e2006011. This report is created to document the corrected device information and the evaluation of the returned device.